Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the setscrew firmly stuck in the connector block. Analysis performed confirmed the presence of foreign epoxy material, due to a possible manufacturing anomaly, in the connector block threads which caused the set screw to get stuck.

Event description:
This report is to advise of an event observed during analysis.